Manufacturer narrative:
Concomitant medical products: product ID: 37743 lot# serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly.

Event description:
The consumer reported that there was a broken connector pin on the desktop charger (dtc) and the implantable neurostimulator recharger (insr) was not charging. The patient was unable to charge the implantable neurostimulator (ins) because the dtc connector pin was broken. The broken connector pin appeared to have occurred during normal use. The patient received a replacement dtc, which seemed to now be working. While trying to recharge on (B)(6) 2014, the patient saw the "reposition antenna" screen on the insr. The patient also saw the ¿poor communication¿ screen on the patient programmer. The patient had last charged three or more weeks prior to (B)(6) 2014, and the ins ¿died¿ about two weeks prior to (B)(6) 2014. Additional information received from the manufacturer representative reported that there were telemetry issues, a power on reset (por) condition had occurred, and the ins was overdischarged. It was unknown which error code accompanied the por condition, and it was assumed that the por was due to the reported overdischarge. The manufacturer representative also reported that the last successful recharge session was about three weeks prior to (B)(6) 2014, and the patient last felt stimulation about three weeks prior to (B)(6) 2014. In addition, the manufacturer representative was unable to communicate with the implantable neurostimulator (ins) using the clinician programmer, patient programmer, and insr. It was later reported that a physician mode recharge (pmr) was performed, and the patient was able to charge the ins. It was determined that the cause of the overdischarge was that the patient did not charge. Follow up information indicated the patient was doing fine, and she was receiving effective therapy. If additional information is received, a follow up report will be sent. The patient¿s indications for use included chronic low back pain.

Manufacturer narrative:
\Upon further review, evaluation conclusion code no longer applies to the desktop charger (dtc); evaluation conclusion code \ applies to the desktop charger (dtc).